Event description:
No capture was reported. The new lead numbers were 'great' through the analyzer, but there was no output with the can. It was explanted and replaced. No patient complications have been reported as a result of this event.